Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from australia alleged discrepant results for four patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples for patients 1, 2 and 3 initially generated a positive result for all three targets (sars-cov-2 and influenza a and b) when tested on cobas liat. The same samples were retested on a competitor platform (genexpert) which yielded negative results. The alleged sample for patient 4 initially generated a positive result for influenza b ( negative tof sars-cov-2 and influenza a). The same sample was retested on a competitor platform (genexpert) which yielded a negative result. The result was released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 4 mdrs will be filed.

Manufacturer narrative:
The most likely cause for the discrepancy observed is due to the samples having a low viral load, either from patients with a low titer or from lab cross-contamination, and/or from the differences in testing platforms. Throughout the data analysis, a systematic issue was not observed and a product problem was not found. Review of the pcr curves for all alleged runs shows no abnormalities typically associated with an erroneous result. Amplification is observed for all target channels which were called positive. A holistic review of the dataset provided was performed and there do not appear to be any issues with the instruments. Baseline and background values are within range, thus, there are no signs of an instrument-related issue.